Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and it alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. Excessive no delivery alarms was not performed due to prime anomaly. The motor passed the motor test. No button error alarms noted during testing. However, the device had intermittent button response due to moisture damage keypad trace. The device also had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer received a button error alarm. It was also reported that the customer received a no delivery. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.